Manufacturer narrative:
The reported event was lead dislodgement due to twiddler¿s syndrome. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. X-ray examination found the inner coil was over-torqued at the connector region and the helix was stretched/ damaged consistent with procedural damage. Unable to test the helix mechanism due to the damaged helix as received. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: adding h3.

Event description:
It was reported during in clinic follow up that the right ventricular lead and atrial lead had dislodged due to twiddlers syndrome. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.